Manufacturer narrative:
Article citation: chan, t. Y. B. "Ab interno xen gel stent implantation in eyes with previous tube shunt surgery." Clinical ophthalmology, september 30, 2022; volume 16, 3205¿3212. Https://doi.org/10.2147/opth.s378038. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Via the article, "ab interno xen gel stent implantation in eyes with previous tube shunt surgery." Clin ophthalmol. 2022;16:3205-3212 noted the reported events of: 1 eye had choroidal effusion from hypotony at pow1 which resolved after 1 week using a bandage contact lens; 3 eyes required needling, of which 1 had a positive seidel test at the needle entry site which resolved with a bandage contact lens, another eye had choroidal effusion, which resolved with topical steroid drops; 2 eyes required laser therapy, 1 had selective laser trabeculoplasty (which eventually improved to 8 mmhg with bleb needling), and 1 had micropulse cyclophotocoagulation (which was classified as a surgical failure); during needling the tip of the xen may have been truncated to restore flow if lysing the fibrotic tissue did not show an immediate increase in bleb; at pom6, the greatest mean number of glaucoma medications were required as 2.8 ± 2.1.